Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the AED's log files did not identify a cause for the depleted battery pack. The battery pack associated with this complaint was not returned and thus the root cause could not be determined.